Event description:
During vrd-assisted coil embolization of a recurrent, left internal carotid/paraclinoid aneurysm, a prowler select plus (catalog/lot unknown) became caught in the strut of an enterprise vrd (enc451400/lot to be confirmed), and the enterprise migrated distally, with the markers in an abnormal position, as if the strut was ¿rolled out¿. Initially, the enterprise was successfully placed, fully expanded with good wall apposition, at the target site, and the aneurysm was successfully embolized with 15 coils. However, since the patient was still young, in order to prevent a relapse and recurrent procedure, the physician decided to add another enterprise into the previously implanted enterprise for reinforcement. After the guidewire was successfully guided into the bore of the implanted enterprise, the prowler select plus microcatheter (catalog/lot unknown) was inserted; however, the tip of the microcatheter got caught in the strut of the enterprise, and could not be advanced to the distal side. The physician nevertheless tried to advance the microcatheter further, but the enterprise migrated distally. The physician attempted to recover the enterprise with a 4mm goose-neck snare catheter, but it could not be recovered. The procedure was eventually completed by adding another enterprise vrd (enc452200), positioning from the middle of the previously implanted enterprise to proximal side. Due to the event, the procedure was delayed, but there was no information of how long it was delayed. Nevertheless, there were no patient injury/complications and no protrusion of coil from the aneurysm. The aneurysm was unruptured and saccular shaped. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all times. No visible defect/damage was noted on the product prior to the event. The devices are not available for analysis. The patient had a history of having a coil embolization of a ruptured aneurysm at the same target lesion site, whose vessels were heavily tortuous and moderately calcified. The maximum diameter of the aneurysm prior to the procedure was 7.0mm. The neck to sac ratio was 5.0:7.0mm. A jailed technique was conducted for the coil embolization. The patient¿s hospitalization was prolonged for observation, but they were scheduled to be discharged. No further information was available.

Manufacturer narrative:
The lot number was provided on 6/17/2015. Updated complaint conclusion: during vrd-assisted coil embolization of a recurrent, left internal carotid/paraclinoid aneurysm, a prowler select plus (catalog/lot unknown) became caught in the strut of an enterprise vrd (enc451400/10301235), and the enterprise migrated distally, with the markers in an abnormal position, as if the strut was ¿rolled out¿. Initially, the enterprise was successfully placed, fully expanded with good wall apposition, at the target site, and the aneurysm was successfully embolized with 15 coils. However, since the patient was still young, in order to prevent a relapse and recurrent procedure, the physician decided to add another enterprise into the previously implanted enterprise for reinforcement. After the guidewire was successfully guided into the bore of the implanted enterprise, the prowler select plus microcatheter (catalog/lot unknown) was inserted; however, the tip of the microcatheter got caught in the strut of the enterprise, and could not be advanced to the distal side. The physician nevertheless tried to advance the microcatheter further, but the enterprise migrated distally. The physician attempted to recover the enterprise with a 4mm goose-neck snare catheter, but it could not be recovered. The procedure was eventually completed by adding another enterprise vrd (enc452200), positioning from the middle of the previously implanted enterprise to proximal side. Due to the event, the procedure was delayed, but there was no information of how long it was delayed. Nevertheless, there were no patient injury/complications and no protrusion of coil from the aneurysm. The aneurysm was unruptured and saccular shaped. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all times. No visible defect/damage was noted on the product prior to the event. The devices are not available for analysis. The patient had a history of having a coil embolization of a ruptured aneurysm at the same target lesion site, whose vessels were heavily tortuous and moderately calcified. The maximum diameter of the aneurysm prior to the procedure was 7.0mm. The neck to sac ratio was 5.0:7.0mm. A jailed technique was conducted for the coil embolization. The patient¿s hospitalization was prolonged for observation, but they were scheduled to be discharged. No further information was available. The devices were not available for analysis. Photos were received from the account, both fluoroscopy and CT. Two coil masses are clearly visible. And both the complaint stent and a second stent are visible with marker placement. The images revealed the complaint stent distal to the coil masses and the second stent in target position. The coil masses are between the markers of the second stent. The coil masses are located between the markers of the second stent and there appears to be overlap of the complaint stent and the second deployed stent. In conclusion, the complaint stent was visible in a distal position after placement, and migration could be confirmed; however, there is no evidence of what factors may have contributed to the confirmed event. The lot number for the prowler select plus was not provided; therefore a DHR review could not be completed. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above enterprise lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stent migration was confirmed based on CT and fluoroscopic images. The stent remains implanted. Stent migration is a known potential adverse event associated with the use of the enterprise vrd as outlined in the instructions for use (IFU). Although no definitive conclusion can be made, the stent migration may have been impacted by procedural factors. The stent may have been pushed distally when attempting to advance the microcatheter through the stent. The instructions for use (IFU) precautions state ¿use caution when crossing the deployed stent with guidewires or accessory devices¿, and the performance and safety of two or more overlapped stents has not been established. Based on the information provided, there is no indication of any manufacturing issues related to the event, therefore, no corrective/preventive actions will be taken at this time. (B)(4).

Manufacturer narrative:
Plavix 75mg and bayaspirin 100mg 22/jan/2015 ~ on-going. The lot number of the device could not be provided and manufacture/expiration dates are unknown. Concomitant products: an unspecified 7fr sheath introducer, a traxcess 14 (terumo), a radifocus gt guide wire (terumo, 0.012¿), a roadmaster (goodman, 7fr st type), echelon 10 (covidien japan), and a prowler select plus (lot unknown) were used for this procedure. The coils used for the embolisation (in chronological order):axium3d4×8, target helical 2.5×6, axium3d4×8, ed anfini 16×10, ed es1.5×2, ed es2×3, ed es2×2, ed es1.5×2. Enterprise vrd (enc452200. (B)(4). Complaint conclusion: the devices were not available for analysis, and since the sterile lot numbers were not available, a review of the manufacturing documentation could not be provided. Five were received from the account, both fluoroscopy and CT. Two coil masses are clearly visible. And both the complaint stent and a second stent are visible with marker placement. The images revealed the complaint stent distal to the coil masses and the second stent in target position. The coil masses are between the markers of the second stent. The coil masses are located between the markers of the second stent and there appears to be overlap of the complaint stent and the second deployed stent. In conclusion, the complaint stent was visible in a distal position after placement, and migration could be confirmed; however, there is no evidence of what factors may have contributed to the confirmed event. Stent migration was confirmed based on CT and fluoroscopic images. The stent remains implanted. Stent migration is a known potential adverse event associated with the use of the enterprise vrd as outlined in the instructions for use (IFU). Although no definitive conclusion can be made, the stent migration may have been impacted by procedural factors. The stent may have been pushed distally when attempting to advance the microcatheter through the stent. The instructions for use (IFU) precautions state ¿use caution when crossing the deployed stent with guidewires or accessory devices¿, and the performance and safety of two or more overlapped stents has not been established. Based on the information provided, there is no indication of any manufacturing issues related to the event. This is an initial/final MDR.